Manufacturer narrative:
(B)(4). Results: one of the nosecone tabs was fractured off the ruby coil detachment handle (handle). Conclusions: evaluation of the returned device revealed that the nosecone tab to the handle was fractured. This type of damage may have occurred due to improper handling during transit from the manufacturing facility to the desired location. Penumbra handles are visually inspected during quality incoming inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
Upon opening the packaging of a ruby coil detachment handle (handle) for an embolization procedure, the hospital staff noticed that the handle was broken and detached. The damaged handle was noticed prior to its use and therefore, was not used in the procedure. The procedure was completed using a new handle.